Event description:
It was reported that during the insertion of the intraocular lens with forceps, a crack in the lens optic was noticed by the surgeon. The incision was enlarged to remove the lens another lens was implanted successfully. Sutures were used to close the wound.

Manufacturer narrative:
The lens has not been returned to b+l for evaluation. A supplemental report will be submitted upon completion of the investigation.